Event description:
I had essure placed in (B)(6) 2007 in an outpatient hospital procedure. Less than 6 months following its placement, I began to notice increased abdominal cramping outside of menses, and intensified during menses. I experienced this consistently with moderate to sometimes severe pain. Menses were at times heavier than prior to the placement. During physical activities like exercise the pain intensified making it difficult to finish. Sexual intercourse was painful with a tight squeezing and stabbing sensation starting on both sides of my pelvic region and lasting for more than an hour after. I did not have these issues until I had essure implanted. I was told by a doctor I was experiencing allergic reaction to the coils so I found a doctor who would remove the coils and had the procedure completed in (B)(6) 2011. I was miserable for the 4 years they were implanted.